Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4) implanted: (B)(6) 2019, product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). The patient reported seeing an oor message on her controller and reported a loss of stimulation. No environmental, external or patient factors were known to have led or contributed to the issue. The rep performed 2 impedance checks. Several electrodes were noted to be out. The two impedance checks revealed differing results (see submitted images). In one impedance check, electrodes 0, 3, 4, 6, 7 and 14 were >40,000 ohms. In the other impedance check electrodes 0, 1, 3, 4, 6, 7 and 14 were >40,000 ohms. The rep reprogrammed the patient using the good electrodes and achieved optimal coverage. The issue was reported to be resolved.